Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, yellow particles in the inner surface and partial delamination of the valve. A leak test and microscopic analysis was performed which identified partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure).

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.